Event description:
At 0600, nurse noticed cardiac index began to decline. After checking monitoring system to ensure all connections were okay and no errors on the screen were present, the monitor screen suddenly turned blue with an error code and shut off. The monitor and cables were immediately replaced and the monitor tagged. Another device was obtained and patient monitoring continued. No patient harm.